Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported during a clinical study that the patient suffered a transient ischemic attack (tia) approximately 2.5 years post procedure located in the right middle cerebral artery bifurcation with possible relation to the reported stent device. The patient was given medication heparin 4000 iu. The event resolved without sequelae 2 days later. No other information is available.

Manufacturer narrative:
H10: the device was not returned as it remains implanted in the patient. No visual or functional testing was performed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. This is two (2) of two (2) MDR submissions. H3 other text: device remains implanted in patient.

Event description:
It was reported during a clinical study that the patient suffered a transient ischemic attack (tia) approximately 2.5 years post procedure located in the right middle cerebral artery bifurcation with possible relation to the reported stent device. The patient was given medication hepatin 4000 iu. The event resolved without sequelae 2 days later. No other information is available.